Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a speaker malfunction present. The customer requested the device be sent in for bench repair. It is unknown if the device produced sound at time of report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A good faith effort (gfe) response could not confirm if there was sound at the time of the event. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.